Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/27years of age. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could include 6930, 6931, 6948, and 6949. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Referenced article: ¿internal cardioverter defibrillator indications and therapies after atrial baffle procedure for d-transposition of the great arteries: a multicenter analysis.¿ pacing clin electrophysiol. 2016;39(10):1070-1076. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients who received inappropriate therapies. There were also reports of lead ¿failures,¿ such as fractures, insulation defects, and dislodgement. The status of the leads is unknown; however, two patients underwent lead revisions. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.